Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
A straight exact broach handle, part # 31-555500, from lot#: zb180305 was returned and evaluated against the complaint. Visual inspection found, the strike plate to be separated from the handle body. Impact marks were found on both sides of the handle and strike plate. The shaft is also scratched. The common failure mode for the broach handles presented in this summary is tensile overload failure of the welded strike plate. The DHR was reviewed. And no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during preparation for a hip procedure, the taperloc broach handle head broke off. A new instrument was used to complete the surgery. There was no contact with the patient. Attempts have been made and no additional information is available at this time.